Event description:
It was reported that the pump module had a connection error, was unable to connect to pump. No further information was provided. This was reported to bd associate during their site visit. There was patient involvement but the outcome is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had a connection error, was unable to connect to pump. No further information was provided. This was reported to bd associate during their site visit. There was patient involvement but the outcome is unknown.